Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the screen had scratches, the screen coat was peeled off, the screen frame and rear panel had cracks, and the rear panel had discoloration. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection for use in an unknown procedure the high definition lcd monitor powered on, but the image did not appear. The procedure was completed without delay. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty board. The specific root cause of the faulty board could not be determined at this time. Olympus will continue to monitor field performance for this device.